Event description:
It was reported that the patient line did not fit into the transfer set. The event occurred during use on the home choice (hc). The home patient (hp) had a luer on the transfer set and was using a prong cassette. The technical service representative (tsr) advised the hp they would need to end the set up and start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The "homechoice and homechoice pro apd systems patient at-home guide¿ warns the user to be sure to use the correct disposable set for your prescribed therapy. Using the wrong disposable set can result in an inadequate therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.